Manufacturer narrative:
The customer reported the distal y port was an issue and could not flush the set, and returned one used set of material 2420-0007, lot 25033163. Upon initial visual examination, the set had no defects or abnormalities, aside form the customer deliberately (assumed) cutting off the set from the drip chamber. The drip chamber was missing from the returned set, and any normal infusion could not take place for testing. Flow was achieved in the set using the distal y site. The two y sites were both loaded with a syringe and tested for flow, and neither showed any issues or defects. The complaint of flow issues regarding the y site could not be verified. Another associated complaint, (B)(4), did replicate the failure, and an investigation is being performed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the y site occlusion could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set. The following information was received by the initial reporter with the following: it was reported by customer that distal y-site port. Could not administer IV flush.